Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem alarms serviced due 0 when powering up. The root cause of the issue was determined as an old rtc battery. During the investigation, functional testing found a defective dso sensor. The dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that alarms service due 0 when powering up. There was unknown patient involvement.